Manufacturer narrative:
(B)(4) follow up a report was received indicating the presence of particulate matter in 1 ml syringes. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, two photographs of 1 ml luer-lok syringes were provided for review by the quality team. The first image displays three fully assembled, loose syringes. Each syringe shows a sticky, transparent substance located near the top, close to the roof of the barrel. Based solely on visual inspection, it is not possible to determine whether this condition originated during the manufacturing process. Additionally, the same photograph reveals a single black dot on two of the syringes, specifically in the non-graduated area of the barrel. The image lacks sufficient clarity to confirm whether the dot is embedded within the syringe material or loosely attached to the surface. The second photograph features a syringe exhibiting similar characteristics to those observed in the first image. The black dot appears consistent in both location and appearance, suggesting it may be ink. The observed conditions are non-conforming with product specifications. However, without a physical sample, a more detailed evaluation and root cause analysis cannot be performed. Based on the information currently available, no further action will be taken.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll bns had foreign matter. The following information was provided by the initial reporter: material # 309648; batch # unknown. Verbatim: rcc received a complaint via email. We were notified of a complaint from a customer stating particulate in 1ml syringes. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Xxx complaint #: (B)(4). Defect description: particulate in 1ml syringes. Medline part #: 23134. Product description: syr 1ml l/l. Vendor part #: 309648. Lot #: unknown. Date reported: 7/30/2025. Sample received: yes. Response needed: summary of findings & corrective actions -- incident reported to the FDA as MDR-30 day. Reference no. 1423395-2025-00084. Please reference the above complaint number in all future communications. If you have questions or need additional information please reach out to xxx.